Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg) an increase of thresholds and loss of capture was observed. The leadless ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.